Event description:
Health care professional (hcp) reports a few dialyzers were noted to be leaking at the header connection to the case of the dialyzers at the onset of the pt treatments. The hcp reports they recently relocated to a different facility and she thought that the dialyzers may have been damaged during this move. The hcp also reports leaks near the dialyzer connection to the arterial blood line during the pt treatments. The hcp reports this may be staff technique-related and she has since re-educated staff on proper connection technique. The hcp reports no pt injury or need for medical intervention.